Event description:
A healthcare professional had reported that, during an intraocular lens (iol) implant procedure, a common issue arose with the cartridges. There was a coating or film on the inside of the cartridge that rubbed off onto the lens. After switching to one of the company's lenses, which was noticeably more "tacky" than another model lens from a same company, they observed an increase in this occurrence.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).